Manufacturer narrative:
Complaint confirmed, one of the prongs at the tip broke off. Dimensional evaluation or relevant features revealed the device meets specifications. No other abnormalities observed. The cause of the event is undetermined, however a likely cause is user-applied mechanical forces.

Manufacturer narrative:
Complaint confirmed, one of the prongs at the tip broke off. Dimensional evaluation or relevant features revealed the device meets specifications. No other abnormalities observed. The cause of the event is undetermined, however a likely cause is user-applied mechanical forces.

Event description:
It was reported that during a procedure, less than one millimeter tip of implant inserter broke off inserter during insertion of implant into patient's bone. The surgeon left the fragment, as attempting to retrieving would cause more harm to patient then leaving it. The case was completed using a new ar-3638 without further issue.